Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Omsc surmised that the reported phenomenon occurred due to the insufficient or improper reprocessing.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for unspecified microbes. The user facility also informed that the subject device was brand new scope and it had never been used for a patient. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.